Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was being prepared to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, while unpacking the device, it was noted that the outer sheath was missing about 1cm at the tip of the device. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a0406 captures the reportable event of side car rx push back. Block h10: the returned trapezoid rx basket was analyzed, and it was observed the basket was semi opened and that the side car rx was pushed back out of specification. A functional inspection was performed by actuating the handle and the basket was able to open and close without issues. A dimensional inspection was performed to inspect the side car rx and noted that there was 9.0mm of exposed metal, which is out of specification. No other issues were noted. The reported event was confirmed. Based on all available information, the side car rx pushed back could be related to user manipulation while inserting/removing the guidewire and/or some technique applied while opening the basket that may have caused a tough movement within the coil and sheath which ended pushing back the side car rx. Therefore, the most probable root cause for the reported failure is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was being prepared to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, while unpacking the device, it was noted that the outer sheath was missing about 1cm at the tip of the device. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.